Event description:
The company was informed that the patient experienced tinnitus that caused pain and dizziness. The patient went to the emergency room and was prescribed vicodin.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the patient reportedly is doing well. The patient's device remains implanted. This is the final report.